Event description:
Reportedly, during an implantation procedure, the physician tried to position the subject lead in the right atrium but the lead was inadvertently advanced into the right ventricle. It was therefore attempted to pull the lead back into the atrium, but the lead seemed to be caught by the ventricular lead which was implanted earlier during the procedure. The physician managed to extract the lead by pulling the lead body while the lead was still caught. Outside of the patient¿s body, some fibrous substance was found on the lead tip. The use of the subject atrial lead was discontinued and the ventricular lead was connected to a single chamber pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an implantation procedure, the physician tried to position the subject lead in the right atrium but the lead was inadvertently advanced into the right ventricle. It was therefore attempted to pull the lead back into the atrium, but the lead seemed to be caught by the ventricular lead which was implanted earlier during the procedure. The physician managed to extract the lead by pulling the lead body while the lead was still caught. Outside of the patient¿s body, some fibrous substance was found on the lead tip. The use of the subject atrial lead was discontinued and the ventricular lead was connected to a single chamber pacemaker.